Event description:
It was reported that during an unknown procedure the handswitch on the device would not activate. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.